Event description:
The patient underwent a successful angioplasty and stenting of the right internal carotid artery. A CT scan immediately post procedure revealed no evidence of intracranial bleeding. A few hours post procedure, the patient became unconscious and a CT scan revealed an intraventricular hemorrhage with emerging hemorrhagic stroke. The patient underwent an emergent ventriculostomy with the placement of an extra ventricular shunt. The patient's condition did not improve and the patient was unconscious without any movements and was on a ventilator for respiratory failure. Due to the grave prognosis, the family decided to place the patient on comfort care and the patient's condition slowly declined. The patient died nine days post procedure.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent a successful angioplasty and stenting of the right internal carotid artery. A CT scan immediately post procedure revealed no evidence of intracranial bleeding. A few hours post procedure, the patient became unconscious and a CT scan revealed an intraventricular hemorrhage with emerging hemorrhagic stroke. The patient underwent an emergent ventriculostomy with the placement of an extra ventricular shunt. The patient's condition did not improve and the patient was unconscious without any movements and was on a ventilator for respiratory failure. Due to the grave prognosis, the family decided to place the patient on comfort care and the patient's condition slowly declined. The patient died nine days post procedure.